Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts except procedural damage.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Interrogation showed the left ventricular (lv) lead was not capturing. Fluoroscopy confirmed the lv lead had dislodged. The physician explanted and replaced the lv leads. The patient was stable.